Event description:
Pt reported brief electric poke with initial ultrasound treatment. More ultrasound treatment. More ultrasound gel was applied but the pt still felt the electric poke. Ultrasound head was changed and pt reported no electric sensations. Device was not returned to MFR. No add'l info was received regarding the complaint. The customer was contacted to gather add'l info with no response.